Event description:
This procedure is part of the (B)(4): this adverse event was not reported by the site, but was identified by the core lab review of the procedure. A grade c arterial dissection was noted upon review. No injury to the patient was reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the (B)(4) events.